Event description:
It was reported that during implant of the atrial lead, the physician screwed the lead into several positions but was unable to receive a stable location. The lead was removed and it was noted that the helix was not able to be extended or retracted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the number of turns to extend/retract the helix exceeds specification. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched. Visual analysis noted that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.